Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in a vt (ventricular tachycardia) storm and received 160 shocks. The device was then at eos (end of service) and a charge timeout had occurred. The patient was noted to have a very sick heart and was being medicated. The device remains in use. No patient complications have been reported as a result of this event.